Event description:
It was reported that pump issued repeated cartridge alarms including cartridge alarm 30 that did not occur during the load process. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump with a backup method if needed while technical support arranged shipment of replacement pump with updated software, confirmed shipping details, and provided instructions for placing old pump into storage mode, returning it within 10 days, and setting up pump settings and continuous glucose monitor on replacement device.